Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked top case (front lower right corner). Left plunger case screw boss. Unable to duplicate the reported issues. The root cause of the reported issue was not found. The force sensor was in within specification. No issue was found inside the plunger. Actions taken to mitigate the reported issue: recalibrate force sensor as a preventive measure. Device passed all functional and delivery testing.

Event description:
It was reported that system failure force sensor bridge test event occurred. No patient injury reported.